Event description:
Dealer stated that the irc5p concentrator shuts down.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation and repair. The result of the evaluation was that the pilot valve was defective causing the unit to shut down, which confirmed the original complaint issue.

Event description:
Dealer stated that the (b)(4 concentrator shuts down.